Event description:
It was reported that the patient's blood glucose level rose to 22.3 mmol/l (401 mg/dl) while wearing the pod between 1 and 4 hours on the hip/buttocks. Investigation of the returned device found a tear in the pod cannula.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the fluid path found a tear in the exposed portion of the soft cannula that prevented the flow of fluid through the complete fluid path. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating no struggle to deliver insulin. The torn exposed soft cannula can be confirmed as the cause of the reported failure to deliver insulin. Cracks were observed in the top and bottom housings of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.